Event description:
Device started to smoke and heat up at the jaws without being triggered by the handpiece. When the device was not being held, the jaws continued to heat up and ignited to a small flame.